Manufacturer narrative:
(B)(4). Batch # t5cl9u. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damage and with reload loaded in the device. The reload had the proximal 16 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties. The staple and cut line were complete. However, the staple line at the distal end showed that several staple did not meet the staple form release criteria. In addition, the device was tested for functionality in the two staple height selector positions with test cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete. However, the staple line at the distal end showed that several staples did not meet the staple form release criteria in blue position. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Would not fire. It was reported that during the radical resection of sigmoid colon cancer surgery, could not fire on the first firing. Changed the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Product complaint # (B)(4). Updated device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damage and with reload loaded in the device. The reload had the proximal 16 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties. The staple and cut line were complete. However, the staple line at the distal end showed that some staples were malformed. In addition, the device was tested for functionality with test cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete. However, the staple line in blue color at the distal end showed that some staples were malformed. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Additional device evaluation summary: product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and no misalignment between the cartridge channel and the anvil channel was observed when the device was closed. The reported condition could not be confirmed.